Manufacturer narrative:
Service received the device for further eval. Service confirmed that the device has cracks. The cracks were located on the lens. A replacement device will be sent to the customer.

Event description:
The customer contacted verathon inc. Regarding a glidescope gvl 4 blade that has cracks. This blade is part of a voluntary recall. The device did not fail during use with a pt.